Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h6, h7, h9, h11 the device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic gastroscopy the poly-loop was stuck to the polyp and had to be removed by cutting the plastic sheath. The patient was reported to be comfortable and stable throughout procedure.